Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) exhibited probable out-of-range (oor) shock impedance in association with this transvenous right ventricular (rv) lead. The issue was identified in a latitude remote monitoring alert which has a threshold of 125 ohms. A high oor shock impedance could be either the lead, a loose setscrew or device/lead connection issue. There were no reported adverse patient effects.

Event description:
Additional information indicates that this system continued to exhibit high out of range impedance measurements. Information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. As new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.